Manufacturer narrative:
Pharmacovigilance comments: a causal relation between the events and the treatment procedure seems possible. The injection technique may have contributed to the events. The reported events are addressed in the label. The company has assessed that the case fulfill the seriousness criteria due to the performed medical intervention required to prevent a potential damage to a body structure. Distribution comments: the case is assessed to fulfill the seriousness criteria. However, the case report does not fulfill the local requirements for regulatory reporting in (B)(6). Engineering evaluation: the events are already addressed in the labeling. No corrective or preventive action initiated. Manufacturing narrative: batch record review batch 14176. No potential quality issues have been identified in the manufacturing process of the specified batch. The batch is manufactured and released according to galderma (B)(4) quality management system.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 20-oct-2016 by a physician which refers to a female aged (B)(6) years. This narrative is also based on follow-up information received on 11-nov-2016 and on 14-nov-2016. No information about medical history, concomitant medication or previous filler treatments. The patient has no allergies. On (B)(6) 2016, the patient received treatment with restylane perlane lidocaine (lot 14176) to nose at dorsum with blunt canula 25g (0.7 ml) and at columela with sharp needle (0.3 ml) and unknown technique(s). Two days later, on (B)(6) 2016, the patient experienced severe, discoloring/necrosis as seen on the provided photos(implant site necrosis) and severe, pain(implant site pain) at tip of nose / nose. Treatment for the adverse events included hds / enzym hyaluronidase [hyaluronidase] [(B)(6) 2016 (2 cc (3000 u)), (B)(6) 2016 (1 cc (1500 u)) and (B)(6) 2016 (1 cc (1500 u))], aspirin [acetylsalicylic acid], steroid [steroids], sildenafil [sildenafil] and hyperbaric for 10 days. Follow-up information received on (B)(6) 2016 states that the nose tip of the patient has a crusta. At the time of the report, the outcomes for discoloring/necrosis as seen on the provided photos and pain were not recovered/not resolved. The reporter has assessed the discoloring/ necrosis as seen on the provided photos (implant site necrosis) and pain (implant site pain) as possible related to treatment with restylane perlane lidocaine. The company has assessed the discoloring/necrosis as on the provided photos (implant site necrosis) and pain (implant site pain) as possible related to treatment with restylane perlane lidocaine.